Event description:
It was reported that the entire system was explanted due to infection. There is no allegation from the physician that infection was related to the device. Cause of infection was unknown. The patient was asymptomatic and stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.